Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead during a remote follow-up. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.